Event description:
Boston scientific received information that noise was noted on the shock channel of this transvenous lead. No noise was seen on the rate/sense channel and was therefore not oversensed. However, upon investigation, it was determined that the setscrews in the header of the device were not fully tightened on the two shock lead terminal pins, resulting in a loose connection and the observed noise. During the revision, the device was electively upgraded and this lead was connected successfully to the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.